Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported patient experienced a fall and diagnostics revealed high impedances and unable to provide effective therapy. Surgical intervention may be pending to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the lead was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: b1 - product problem should not be checked.